Event description:
Complainant alleged that while attempting to defibrillate a pt, a clinical user pressed the shock button without advising other clinicians to stand clear and another clinical user received an unintended delivery of energy while performing CPR on the pt. Complainant did not indicate that there was any adverse effect to the pt or the user due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.